Event description:
The customer reported to olympus, an emergency light failure error occurred, so the emergency light part on the front panel lights up on the visera pro xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered emergency light internal failure and light intensity decreased due to xenon lamp consumption. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the light output of the xenon lamp decreased due to exhaustion. Olympus will continue to monitor field performance for this device.